Manufacturer narrative:
Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. No change or battery lasts less than inspected anomaly noted. Insulin pump received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was hairline fracture. The customer stated that the insulin pump had random no insulin delivery alarms, replace battery under 7 days and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.